Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a low reservoir anomaly. The customer's blood glucose reading was unknown. The customer stated that she changed the beep from a short beep to a long beep but it did not work. The customer stated that she changed the low reservoir warning to 15 units. The customer stated that she did not know if the first low reservoir warning actually alarmed. By the time the 2nd low reservoir alert alarmed, the customer's last 15 units of insulin were gone and she was not sure where they went. The customer changed the infusion set. The customer did not feel comfortable using the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.